Event description:
Overdelivery reported. The pump was set to deliver morphine 1mg/ml with a dose of 1mg, lockout of 10 minutes, 1 hour limit of 7 mg, and container size of 100mg. The customer reported that the pump history showed three doses delivered within 22 demands, no loading dose given, infused volume of 3cc, with a volume to be delivered of 97cc. The pharmacy checks amount and weight of the solution when mixing. When pharmacy received the solution back from the floor, they found 55cc unaccounted for by weight. No signs or symptoms of overdosage or patient harm reported.